Manufacturer narrative:
There is a temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a fresenius cycler/ fresenius cassette malfunction or product deficiency was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
In a customer experience survey, this in-center hemodialysis patient reported being hospitalized (date unknown) for two months with peritonitis while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, a pd nurse confirmed the patient utilized fresenius cycler with fresenius cassette when on pd modality (prior to (B)(6) 2019). The pd nurse was not able to find documentation of a peritonitis event in the patient¿s medical record. No further information about the peritonitis is available despite multiple attempts to reach the patient.